Manufacturer narrative:
H.6. Investigation: bd received 1 samples and 1 photos for investigation. The photos and samples were reviewed and the indicated failure mode for foreign matter with the incident lot was observed. Additionally retention samples from bd inventory, were evaluated by visual examination and the issue of foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® ppt¿ plasma preparation tube k2e there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: a "yellow colored foreign matter was found inside tube. At first, it was attached to the wall inside the tube, but it fell into the middle of the gel."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® ppt¿ plasma preparation tube k2e there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: a "yellow colored foreign matter was found inside tube. At first, it was attached to the wall inside the tube, but it fell into the middle of the gel."